Event description:
It was reported that the event resolved without sequelae on (B)(6) 2021. The patient was scheduled to have a clinic visit on (B)(6) 2022. The patient was started on prophylactic doxycycline 100mg twice per day for a 10 day course as a precautionary measure.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient called the vad nurses and reported a small amount of bloody drainage from driveline site. The patient stated he could have possibly yanked or had some trauma to the site. The patient was started on 10 day doxycycline 100 mg twice daily to (B)(6) 2021. During a clinic visit, on (B)(6) 2021, the physician's assistant noted swelling and a driveline pull. The drainage had since stopped and there was only dried blood present. The patient continued on a prophylatic course of antibiotics until (B)(6) 2021. The patient was seen in the clinic on (B)(6) and a 0.5 cm x 0.5 cm skin tear left of the driveline was noted and covered by a 4x4 that was healed. There was no drainage or redness at the site. It was determined the patient did not have an infection.

Manufacturer narrative:
Section b5: corrected event description. Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding from the driveline exit site could not be conclusively determined through this evaluation. The account reported that the patient experienced a small amount of bloody drainage from the driveline exit site. The patient reportedly had trauma to the exit site resulting from the driveline being pulled. The patient was given prophylactic antibiotics, but it was determined that the patient did not have an infection. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 08dec2020. The heartmate 3 left ventricular asist system (lvas) instructions for use (IFU), rev. C is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a small amount of bloody drainage at the driveline site. The patient called the vad nurses on (B)(6) 2021 and reported the small amount of bloody drainage from driveline site. The patient stated he could have possibly yanked or had some trauma to the site. The patient was started on 10 day doxycycline 100 mg twice daily to (B)(6) 2021. The patient was examined today he has a 0.5 cm x 0.5 cm skin tear to the covered by 4x4, there is was no drainage or redness at the site. It was reported there was no drainage or redness at the site and it was determined the patient did not have an infection.